Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer continued to use the current pump for insulin therapy. Customer¿s blood glucose level was 150 - 300 mg/dl.